Event description:
It was reported that the customer was in the hospital with diabetic ketoacidosis. His basal rate was raised to 4.0 units. At the time the event was reported, the customer's blood glucose was 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).